Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via telephone call that after watching the boluses deliver with 5 units of active insulin, he gets an alarm that states the bolus was not delivered, 45 minutes after the bolus was delivered. He did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with correct time and date. The insulin pump was monitored for several days. Several bolus were programmed and delivered. All bolus delivered properly. No bolus history or bolus anomalies were noted. The insulin pump was programmed with test minilink and the glucose sensor simulator. The pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump was received with minor scratched lcd window and case.